Event description:
Caller states that pt tested 1.6 inr on coaguchek system and 2.3 inr on a comparison lab. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.